Manufacturer narrative:
Please note that only the month and year of explant are known at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s family reported that following implant, the urinary retention patient¿s ¿effect was not satisfied.¿ the patient ¿developed uremia at the later stage¿ and since the ¿product had no effect on the patient,¿ the device was explanted. It was unknown whether the patient had experienced a more than 50% reduction in symptoms or whether any troubleshooting was performed to provide insight into the issue. The patient was being observed at home at the time of report. No further complications were reported or anticipated.